Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the premature deployment could not be tested because the stent remains in the patient anatomy. The reported migration could not be tested as it was based on case circumstances. Based on a visual and functional inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database revealed no other incidents for migration, or premature deployment reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a moderately tortuous and 75% stenosed iliac artery. The lesion was observed to be from the ostium close to the bifurcation. A command guide wire was advanced and pre-dilatation was performed with a non-abbott balloon catheter. A 10 x 30 mm absolute pro vascular self-expanding stent system was placed with the distal part of the stent aligned with the ostium of the iliac. Deployment was started; however, under angiography, the proximal marker was observed, so the delivery system was removed from the anatomy. Outside the anatomy, the sheath was found to be pulled proximal to the middle of the stent holder. The stent had deployed and had migrated towards the abdominal aorta. An 8 mm non-abbott balloon was advanced through the stent and inflated in an attempt to pull the stent into the iliac; however, it could not be pulled back. Then, two non-abbott balloons were advanced together and inflated, but the stent still could not be pulled back into the iliac. A snare device was used to pull approximately 10 mm of the stent implant back into the iliac. A non-abbott stent was implanted in the proximal part of the stent implant to appose it to the vessel wall of the iliac. The rest of the stent extended into the abdominal aorta. The procedure was completed at this time; however, it took over 2 hours to complete the procedure. The patient was hospitalized and had been discharged by (B)(6) 2015. No additional information was provided.